Manufacturer narrative:
Patient age, weight and ethnicity: information unknown/ not provided per country's personal data privacy legislation/policy. (B)(6). Explant date: not applicable, as lens remains implanted. The intraocular lens (iol) is not returning for evaluation as it remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) was damaged on the left inferior edge. Account provided that the issue was observed after the lens was implanted into the patient's operative eye. Account indicated that the condition of the iol does not have any impact on the patient. The lens remains implanted. No further information provided.